Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that dr. (B)(6) prepared a drill hole through a tritanium cup using a 3.3mm long drill bit and the screw length was measured to 40 mm. It was reported that the surgeon then inserted into hole with universal screwdriver shaft. It was reported that upon the screw head being seated into cup, the tip of the screwdriver shaft broke off inside the screw head. It was reported that the tip was retrieved with no delays to surgery. It was reported that this was a new universal screw driver shaft and had no issues prior to surgery.